Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the force sensor was out of calibration. This report is made based on the results of evaluation on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: loss of prime warnings were observed in the pump black box history. During testing, the pump successfully exercised for 24 hours without alarms occurring. A force sensor calibration test was performed and found that the pump was not detecting force correctly. The pump was opened and no damage was noted to the force sensor assembly or circuit. The force sensor was found to be out of calibration. (B)(6).